Event description:
Severe skin tear to left leg. Staff were assisting resident to lie down, left leg was caught on bed decking (opening between head of bed and body section of decking.) FDA safety report ID# (B)(4).